Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative stated the pump was replaced on (B)(6) 2017 and was to be returned. The patient arrived at the hospital with a critical alarm on "the (B)(6)" [interpreted as (B)(6) 2017]. The stall did not recover. There were no known contributing factors. Troubleshooting included trying to refill and restart the pump, but there was no success.

Manufacturer narrative:
The previously report was submitted incorrectly with an aware date of 2017-jul-23. The correct aware date should have been 2017-aug-23. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient experienced spasticity in his legs. The pump was infusing lioresal (2 mg/ml at 707 mcg/day). The patient was doing fine after pump replacement.

Manufacturer narrative:
Analysis identified a feed thru anomaly; there was shorting across the insulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implant date was now provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that a motor stall occurred on an unknown date that lasted for over 24 hours. The critical alarm sounded. There were no patient symptoms as of(B)(6) 2017. No complications were reported, and no further information was provided.